Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with inflammation extending beyond the patch perimeter. The patient went to a ¿continuing care¿ center for evaluation. The patient was treated with an epi-pen. The patient also went home on the same day. At the time of the report, the patient was doing okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5: describe event or problem ¿ correction. H2 type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.